Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that two weeks after implant, the patient went back to his weight training. The patient returned to the clinic with low r-waves and high thresholds. Some stretching around the incision site was noted and the lead was jutting out under the skin. A cxr confirmed lead dislodgement. The lead was explanted.